Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon starts surgery, removes cement expander, and decides to cut the nail. The surgeon wraps the nail with antibiotic cement. At the time of placing, the nail is very thick and the surgeon decides to ream. Surgeon begins to ream without guides from 8.5 to 13mm. The reamer head is released and left in the tibial canal, the surgeon attempts to remove the flexible shaft but it cannot be removed and one of the end flanges of the flexible shaft is damaged. The surgeon could not remove the reamer head and decides not to take reamer due to patient age and condition of the patients bone. The surgery continues leaving the nail as a spacer and fills defect with cement. Prolongation of surgery is 60 minutes. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.